Event description:
It has been reported to philips that during a brain coiling treatment there was confusion about the ability to use smartmask in biplane mode. The customer expected the frontal fluoroscopy to be shown, while the system prioritized the lateral image. It has been reported that during the treatment the patient's physical condition deteriorated. Additional information and patient sequelae is needed to determine if patient harm has occurred and if the reported incident contributed to the patient outcome. At this time the event will be considered an serious medical event. Philips started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. While using the smartmask* function during an emergency neurovascular coiling treatment, the user pressed both the footswitch command for the lateral fluoroscopy and the biplane fluoroscopy at the same time. Only the lateral fluoroscopy image was displayed, however the customer was expecting to see a biplane fluoroscopy image. It was initially reported to philips that the patient condition had deteriorated as a result of this issue, however additional information received clarified that there had been no harm nor deterioration in the condition of the patient, who didn't require any additional treatment or hospitalization. Log file analysis confirmed that the system displayed only the lateral fluoroscopy image due to the biplane and lateral fluoroscopy pedals of the footswitch being pressed at the same time. The system will not allow an ongoing fluoroscopy request to be overruled by a different one. Therefore, when two fluoroscopy commands are given simultaneously, the system will give precedence to one over the other. In this case, lateral fluoroscopy was given priority and the biplane fluoroscopy was not displayed. This system behavior is as intended and no malfunction of the system has occurred. After both remote and on-site analysis of the system were performed, philips service engineers confirmed that no malfunction had occurred, the system was handed over to the customer in good working order. At the time this complaint was received, an allegation of patient deterioration had been made. Investigation by philips has since concluded that no patient harm has occurred and that the philips system did not malfunction. As such, this complaint has been re-evaluated as non-reportable. *the smartmask function allows the user of the azurion system to use a previously acquired image as a vessel mask to be superimposed with live fluoroscopy to improve visibility of catheters, devices, and materials. The codes have been updated as per the investigation outcome.